Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the device was received for evaluation. Infusion test was performed and system error 20602 was encountered, motor stalled and infusion stopped. Dried fluid was found in the shuttle area causing the shuttle to stick intermittently. The reported condition was verified. A review of the event history log identified the issue on the reported event date. A service history review was performed and revealed that the device has no previous service events in the past 12 months; therefore, servicing did not cause or contribute to the reported event. The cause was due to motor stalling during simulated infusion. Thorough cleaning in the shuttle area will be performed to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump did not deliver infusion. This occurred during infusion in the biomed service department. There was no patient involvement. No additional information is available.